Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 1 month. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced a pump stoppage event. The patient was asymptomatic. A log file was reviewed by the technical service representative and confirmed a pump stoppage. As of (B)(6) 2018, the patient's lvad has been on battery power with no issues. A percutaneous lead (driveline) replacement was tentatively scheduled for (B)(6) 2018. No additional information was provided.